Event description:
It was reported that an employee had a respiratory problem while working with cidex opa. The employee was sent to the emergency room then admitted to the hospital where breathing treatments and medication was given. The employee was discharged and returned to work 7 days later. The employee returned to work with laryngitis but otherwise was fine. The air exchange system for the room ventilation was broken for some time prior to the event.